Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) said he had a horrible night with muscle spasms, so this morning he used recharger/patient programmer to see if implantable neurostimulator (ins) was on and saw power on reset (por) on both. Pt used pp during the call and pt reported informational por. The patient was assisted in clearing the message and the patient was able to turn the ins back on. Troubleshooting resolved the reported issue.